Manufacturer narrative:
(B)(6). (B)(4). A like device is approved for use in the united states device catalog # 7750444, 510k # k k121191 was cleared in the united states. The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a fixation was connected between c7 and th1. It was reported that when the patient got out of bed post-operatively, the connector was dislodged at one side. The surgeon commented that the device could not secure rod sufficiently. A revision surgery is scheduled to remove the connector and re-connect the construct. Patient is experiencing numbness in hands.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.